Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 1 molecular false positive. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: occurred on (B)(6) 2023. Lot # and sequence # unavailable. Customer knows it was an anaerobic bottle bactec sn (B)(6), bcid2, lot # 1094323. Biofire result: proteus, e. Coli, c. Tropicalis. Customer repeated the bcid and got the same result. Customer repeated bcid a 3rd time and got e. Coli, proteus, and ps. Aeruginosa. See case # (B)(4) for the c. Tropicalis molecular fp only e. Coli and proteus grew in culture. Gram stain: gram negative rods. Discrepant result was not reported. Additional media was set to grow yeast. No yeast grew customer reports a molecular fp with ps. Aeruginosa. Same patient as patient # 1 from case # (B)(4).

Manufacturer narrative:
H.6 investigation summary: catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 1 molecular false positive. This is a report of one occurrence, no report of adverse or injury. The following information was provided by the initial reporter: occurred on 9/6/2023. Lot # and sequence # unavailable. Customer knows it was an anaerobic bottle bactec sn (B)(6). Bcid2, lot # 1094323. Biofire result: proteus, e. Coli, c. Tropicalis. Customer repeated the bcid and got the same result. Customer repeated bcid a 3rd time and got e. Coli, proteus, and ps. Aeruginosa. See case # (B)(4) for the c. Tropicalis molecular fp only e. Coli and proteus grew in culture gram stain: gram negative rods. Discrepant result was not reported. Additional media was set to grow yeast - no yeast grew. Customer reports a molecular fp with ps. Aeruginosa. Same patient as patient # 1 from case # (B)(6).